Event description:
Patient #4 from literature: l.g. Close, a.k. Hsu, s. Rickert, m. Shrime, a. Tabaee (2006). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. American journal of rhinology(2007) 21:174-179. Summary of article from abstract: thirty-seven patients underwent medialization with placement of floseal. A statistically significant higher incidence of synechia formation was noted in patients who underwent middle turbinate medialization with the placement of floseal (18.9%).

Event description:
It was reported that the device was explanted after a implant duration of 119 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation.